Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment of the lead was returned; approximately 195 millimeters (mm) in length. Visual inspection revealed that the lead had been severed. A resistance test was completed to assess lead electrical performance. Measurements throughout the test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations on the returned lead segment.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device change out procedure, this right atrial (ra) lead was visually confirmed as fractured. It was noted that prior to connecting this lead to the new device, electrical measurements were within range and no issues were observed. The lead was explanted. Another lead was implanted in the patient. No adverse patient effects were reported.